Event description:
It was reported that a user experienced a scan error when attempting to connect a freestyle libre 3+ sensor to the ilet bionic pancreas, after which the ilet began displaying glucose readings and no further issues were reported following education. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health, no alerts or alarms, and no hospitalization. User support included remote troubleshooting and education focused on the connection workflow. Investigation of this case revealed that the device was functioning and that the connection issue resolved with standard troubleshooting steps, indicating no device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity setup error that resolved through guided use.